Manufacturer narrative:
Product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the lead was the cause of the high impedances, so the lead was replaced via surgical intervention which resolved the high impedances and shocking. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain and other chronic/interact pain. The patient reported being shocked. They compared the feeling to turning the intensity up very high (past any comfort level). The patient added that the shocking feeling was felt thorough their entire body all the way into their toes and hands. No contributing factors were known. It was stated that the physician¿s office has ordered x-rays of the patient¿s leads and their battery site. At this time, the rep has advised the patient to turn off the device until they meet at the physician¿s office on (B)(6) 2019. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
On the lead, conductors #0-#7 were broken 11.8 centimeters from the distal end of the lead. Conductors #8-#15 were broken 21.5 centimeters from the distal end of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that there were high impedances. The rep reported that a revision occurred on (B)(6) 2019. No further complications were reported.